Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly had a pinhole rupture which leaked contrast. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video received and reviewed. In the video, a health care professional was noted to be holding the balloon in an inflated condition. Further, a leak was observed from which the water was streaming out of the balloon. No other anomalies were noted. One scan image received and reviewed. The image depicts the balloon in an inflated condition which is positioned in the left superficial femoral artery. No other anomalies were noted from the image. Based on the provided video, the investigation is confirmed for the reported balloon rupture as a leak was noted from the balloon. A definitive root cause for the reported balloon rupture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 01/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly ruptured. There was no reported patient injury.